Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer changed the supplies to resolve the issue. Customer's blood glucose was 161 mg/dl. The customer declined to continue troubleshooting. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring.